Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon stated a single port fenestrated bipolar forceps instrument was moving in the opposite direction from the intended movement. A scrub technician witnessed and verified the issue. The coordinator was called in the room and removed the instrument from circulation. The customer also confirmed that the instrument was not holding any tissue at the time of the incidence. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the customer stated the issues did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The timing of the instrument movement was appropriate. There was no failure related to an inability to move the instrument. There was no shakiness or friction, nor instrument-to-instrument or system arm-to-arm interference. The instrument was taken out of circulation and replace with a new one. The device was inspected prior to use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa could not be replicated nor confirmed the reported complaint. Visual inspection was performed, and no grip misalignment was observed. The inputs were manually articulated, and the grip tips moved accordingly. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found.